Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the top row of mini drawer pockets had been stuck closed and a retractor band used to manually release the mini drawer engines. And opened the drawers and removed the med jams. A field service engineer recovered the storage space to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer 1.6 had failed and required maintenance. The customer reported that there was no delay in dispensing the medication, as they were able to obtain the medication from another location. However, there were no adverse events or injuries reported based on this event.